Event description:
It was reported to resmed that a patient using an aircurve 11 device with climateline tubing and an airtouch f20 full face mask experienced excessive rainout during therapy. It was reported that the excessive rainout allegedly caused the mask valves to stick resulting in co2 buildup within the mask and the occasional sensation of suffocation. There was no serious injury reported as a result of this incident.

Manufacturer narrative:
The airtouch f20 user guide provides the following warning: ¿the elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear. As with all masks, some rebreathing may occur at low CPAP pressures.¿ resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).